Manufacturer narrative:
Crimping and implanting a valve in the incorrect orientation (inverted) will result in significant and immediate hemodynamic compromise. This represents a surgical emergency for which intervention must be performed urgently to prevent death. As indicated in the training manuals, the orientation of the thv is critical and depends on the approach or type of procedure designated. For a transfemoral implantation in aortic position, the thv needs to be oriented with the inflow (outer skirt) of the thv towards the distal tapered tip (balloon tip). As per IFU, it states to place the thv and qualcrimp crimping accessory in crimper aperture. Insert the delivery system coaxially within the thv 2¿3 mm distal to the blue balloon shaft (in the valve crimp section) of the delivery system with the inflow of the thv towards the distal end of the delivery system. The IFU also states: the physician must verify correct orientation of the thv prior to its implantation; the inflow (outer skirt end) of the thv should be oriented distally towards the tapered tip to prevent the risk of severe patient harm. In this case, procedural error caused the event. The valve was crimped on the delivery system and implanted in the patient in the incorrect orientation causing immediate hemodynamic compromise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of a monthly review.

Event description:
As reported by an edwards affiliate in (B)(6) a 26 mm sapien 3 valve was implanted via right femoral artery.  After implantation, the doctors immediately recognized that the valve was implanted upside down. CPR was performed and the valve was held open with the stiff wire and pigtail catheter. A non-edwards valve was able to be implanted successfully. The patient condition was reported as good. It was noted that the valve was prepared by an experienced crimper.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.